Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark. The issue of power source alerts could not be confirmed, and neither changing the wall adapter nor the charging cable resolved the problem. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and the customer will be using mdi as backup therapy. Cts informed the customer about the replacement pump, the associated updated software, and available training. Instructions were also provided on how to handle the return of the malfunctioning pump.